Event description:
During a robotic hysterectomy and bilateral salpingectomy, a small piece from the tip of the instrument broke off into the pt. The surgeon visualized the piece intra-operatively while suturing and was able to remove the piece from the pt's abdomen. The pt's abdomen was then thoroughly irrigated with 100ml of 0.9% nacl and suctioned out. The broken piece was retained in specimen cup. No identified harm to the pt. FDA safety report ID# (B)(4).